Event description:
Customer reported a crack in the casing of the insulin pump above the up arrow button. Customer reported receiving a low battery warning and a no delivery alarm that prevents her from priming the insulin pump. She stated that she treats with manual injection due to the blood glucose going high. She stated that the blood glucose fluctuates when she is receiving no delivery alarms. She stated that she changed the battery and noticed that the battery life went down and that the insulin pump lost power completely. Customer declined troubleshooting for the blank screen. She stated that the insulin pump became cracked because it had fallen out of her pocket. She declined troubleshooting for the no delivery alarm and stated that the issue had been resolved with a complete set change. The blood glucose reading was 83 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.